Event description:
A consumer reported that the protective clean power toothbrush metal shaft detached while her husband brushing teeth. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event is approximate. The reporter (B)(6) is reporting the product problem on behalf of her husband, who was using the product.

Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred.